Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h8, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: communication-related errors due to fluid on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed scope communication error codes e209, e237 and e216. The issue was identified during an inspection prior to use. There were no reports of patient harm.